Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the tissue expander was observed deflated. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 650cc artoura breast tissue expander and experienced a deflation on the left side post-operatively, which was confirmed via an office exam. As a result, the patient underwent explantation on (B)(6) 2021.